Event description:
The user experienced ion selective electrode (ise) calibration errors for a few years and provided data for eight questionable sodium results that were generated on (B)(6) 2011. Of the provided data, the results for five patient samples were discrepant. The initial results were questioned as the quality control performed at the end of the run was out of range. All repeat testing was performed on the second modular core analyzer at the site. All results are in mmol/l. Patient sample 1 initial results was 132 and the repeat result was 138. Patient sample 2 initial results was 133 and the repeat result was 139. Patient sample 3 initial results was 133 and the repeat result was 140. Patient sample 4 initial results was 133 and the repeat result was 139. Patient sample 5 initial results was 127 and the repeat result was 133. The initial results were reported outside the laboratory. The patients were not adversely affected. The sodium electrode lot number was not provided. The field service representative determined the sample probe was misadjusted and was hitting the side of the vacuum nozzle causing inconsistent sample delivery. He cleaned and adjusted the sample probe and to verify the analyzer operation, he ran calibration and quality controls. He also ran precision testing on both modular core analyzers with results within specifications.